Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument for failure analysis investigation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received and/or if the instrument is returned a follow-up MDR will be submitted. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument was not sealing. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the vessel sealer stopped sealing. The customer reported that the vessel sealer extend was working without any issues in the beginning of the procedure. Then, the customer switched the vessel sealer extend to a stapler instrument. After the customer installed the vessel sealer extend back on arm 2, the instrument was not sealing. The system generated sounds as if the vessel sealer extend was working appropriately. The indication on the armpod showed the vessel sealer extend was being activated, but there was no tissue effect. The customer replaced the instrument with another vessel sealer extend and proceeded with the case. The customer did not power cycle the system or the erbe. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the nurse stated that the patient did not experience any bleeding. The customer was working on sleeve gastrectomy for about 10-15 minutes and then switched to a stapler instrument. After the vessel sealer extend was reinstalled, no tissue effect was noted; however, the system was indicating that the energy was applied and sealing completed. The characteristics of the tissue was normal and there were no clips, staples or calcified vessels; no debris on the jaws of the instrument was noted.